Event description:
It was reported that the user¿s freestyle libre 3+ continuous glucose monitor (cgm) lost signal and did not reconnect, which led the ilet to suspend automated insulin dosing and resulted in a hyperglycemic event; after education, the user later replaced the sensor and glucose levels stabilized. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included interruption of insulin delivery and the need for user intervention to restore glucose control. Investigation included a review of the reported signal loss and education on best practices for managing cgm connectivity issues. Investigation of this case revealed a cgm communication failure that prevented glucose data transmission to the ilet, leading to an appropriate safety response by the pump to stop dosing in the absence of sensor data that the user did not comprehend until education was provided. It was concluded, based on previously established findings for similar reports, that the cause was external cgm signal loss leading to loss of cgm data to the ilet and subsequent hyperglycemia.